Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of perforation is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that two esprit btk scaffolds, both size 3.5x38 mm, were implanted in the chronic total occlusion in the predilated, highly calcified, right peroneal artery. Post dilitation was performed using a 3.5x60mm non-abbott balloon. Final angiography showed a small perforation at the site of the previous high-pressure inflation. The heparin was reversed with administration of protamine and an external blood pressure cuff was inflated over the leg for five minutes. Angiogram showed the perforation had healed. In the opinion of the physician, the perforation was caused by the calcified anatomy. The patient was discharged home from the hospital the next day. There was no adverse patient sequelae. No additional information was provided.